Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of head/neck (non-malignant) and spinal pain. It was reported that the stimulator was not working. The patient did not know when the ins stopped working. The patient also reported that the patient was feeling a vibration at the ins site on and off since about 3 months ago. The patient intended to make an appointment with their healthcare provider to have their device checked. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's family member. They reported the ins had quit working shortly after it was put in and was still not working as of (B)(6)2017. They also reported the patient was continuing to feel the vibration in the area where the ins was implanted. No further complications were reported.